Manufacturer narrative:
Batch review performed on 21 december 2018. Lot 160958: (B)(4) items manufactured and released on 25 may2016. Expiration date: 2021-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 9 months after primary the surgeon revised successfully the 12mm insert with a 17mm one. The patient was complaining knee pain and mid flexion instability.